Manufacturer narrative:
The onsite hospital investigation determined that the occurrence was at start up and was caused by slight leakage at the high pressure air tube connection. The pressure tube was removed and the leaking part of about 1 cm was cut off. It was reconnected and the issue was resolved.

Event description:
It was reported that the air compressor that supplies medical air to a ventilator alarmed for low pressure and it took 3-5 minutes for the pressure to rise to 270kpa after which the alarm ceased. There was no patient harm. Manufacturer reference #: (B)(4).